Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported after the nail insertion from upper part of the patella, a connecting screw could not be released from the insertion handle. Once the surgeon removed the reported nail out of the patient¿s body the connecting screw could be released outside the patient¿s body. The surgeon changed entry point in the tuberosity of tibia bone and reinserted the nail in question. The operation was extended for 90 minutes. This report is for an unknown connecting screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for a unknown connecting screw/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.